Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had a physical damage on the insulation and the lead body. Attempts to obtain additional information were unsuccessful. This rv lead was abandoned surgically. No additional adverse patient effects were reported.